Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump alarmed prime during prime test at 3.5 lbs and motor error alarm during basic occlusion test due to moisture damage force sensor. Motor passed motor test. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. Insulin pump had moisture damage on the keypad traces. Unable to perform the occlusion and excessive no delivery test due to prime and motor error alarm. Insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked belt clip slot.

Event description:
Customer stated that the insulin pump was not working properly. Customer stated that water entered the insulin pump and was visible under the display screen. Blood glucose level at the time of the call was not provided. No further information was provided.